Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged display was confirmed via the customer submitted video. The system controller (serial #: (B)(4)) was not returned for analysis. A customer submitted video showed the system controller with a blank and flickering display. Additional provided information communicated on 01mar2023 stated that no product would be returning at this time. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial #: (B)(4)) and the system controller was found to pass all manufacturing and quality assurance specifications. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the during a follow-up consultation, the patient's backup system controller was hooked up to the clinical system monitor and the screen was found to have sustained damage. No messages were able to appear on the screen due to this damage. The patient did not have any health-related issues at the time. The backup controller was not exchanged as there were no replacement devices available.